Manufacturer narrative:
Batch review performed on 29.03.2021: lot 2006106: (B)(4) items manufactured and released on 18-sep-2020. Expiration date: 2025-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
3 months after the primary surgery the patient came in reporting pain and post-op x-rays revealed that the cup had perforated the acetabular wall. The cause of the cup perforating the acetabular wall is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.